Manufacturer narrative:
Device used for treatment not diagnosis. Device is an instrument, not explanted or implanted. No service history review can be performed as this is a lot controlled item. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge was found broken during restocking. It is unknown as to how or when the device broke. There is no patient or surgical involvement. This is 1 of 1 report for (B)(4).